Event description:
Hcp reported patient experienced decreased therapeutic effect. The patient underwent explantation of occluded catheter and pump at end of life. The pump was not returned to the manufacturer for analysis.